Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. On (B)(6) 2015 stryker became aware that the patient was hospitalized due to infection. Therefore have been updated accordingly. Due to this information the following other devices were also added to this report: triathlon cr x3 tibial insert; cat# 5530-g-509; lot# mkj8lx. Triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# s6mej. Triathlon cr fem comp #5 r-cem; cat# 5510-f-502; lot# s33yf. Simplex p full dose 1 pack; cat# 6191-1-001; lot# rds065.

Event description:
Update from patients wife: patient fractured knee on (B)(6) 2013 and has not yet been revised. On (B)(6) 2015: update per communication with patient's wife, patient hospitalized end of (B)(6) until early (B)(6) due to infection.

Event description:
It was reported patient went to reach for soap and heard a popping sound in right knee. Patient went to doctor, x-ray showed blood supply to patella was compromised. Patient is having constant pain, discomfort and swelling in knee. Patient can't walk up and down stairs and has to use a cane. (Patient wife claimed the doctor cut the bone within the wrong perimeter)

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.